Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and to correct b5 on the initial. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii video system center was presenting an intermittent e315 error code. Three attempts were performed to obtain additional information regarding the event, but no response was received from the customer. There was no harm or user injury reported due to the event.

Event description:
The customer reported that her olympus evis exera iii video system center was presenting an intermittent e315 error code. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was if additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.